Manufacturer narrative:
G2: foreign country - singapore h3, h6: multiple fdd/annex a codes were reported. A05 was coded for battery detector was faulty, so camera had a malfunction, bump detector battery fault, bump detected, and storage temperature exceeded. A1102 was coded for saw the error messages. No products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the battery detector was faulty, so camera had a malfunction. The flash light emitting diode (led) status was on. The manufacturer representative (rep) logged into the network device interface (ndi) toolbox and saw the error messages: bump detector battery fault, bump detected, and storage temperature exceeded. During troubleshooting, the rep tried to clear the error and couldn't resolve the issue. It was noted that the probable cause of the issue was the battery was depleted. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821, ubd: unknown, UDI: unknown see also section e for facility information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.